Event description:
The facility alleges that during a lap chole, a clip misaligned and would not stay closed. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device has been received and currently being evaluated. A follow up report will be filed upon completion of the evaluation, or if relevant information becomes available.